Event description:
Additional information was received from the manufacturer representative (rep). It was reported the or had a bad connection in it, and that's why it wouldn't stay connected. The staff at the hospital were looking into it.

Manufacturer narrative:
Continuation of d10: product ID a71400, lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a71400; product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports when they were in the operating room, they had connected to the inceptiv ins for about 20-30 seconds before handing over the ins to the physician. Caller reports when they tested impedance: 0-7: xxx 8-15: good impedance reading. Caller reports they took the 0-7 lead out, wiped it down and re-inserted it into the ins; the caller reports it lead connection took a long time and would not connect to the ins. Caller reports since the new tablet, they were having a long time connecting to the ins, longer than the intellis ins. Caller reported physician used a scoop to look into the patient during implant. Reviewed exiting workflow instead of idle for 20-30 minutes. Reviewed closing apps. Reviewed emi in the operating room. No symptoms were reported.